Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products: pn: 010000704, ln: 3530835 g7 bonemaster ltd acet shl 54f. Pn: 650-0852, ln: 1397552 m-h short stem pc 12 x 115mm t1. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2017-00046 & 1825034-2017-00310).

Event description:
Patient underwent hip revision procedure approximately two years post-implantation due to recurrent subluxation and dislocation. The modular head, acetabular cup, and liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.